Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201 batch/lot number: al1m931113 model/catalog description: snm tined lead unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of implant pain and discomfort were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this neurostimulator had pain at the pocket site. The pain persists regardless of if the device is on or off. The patient was scheduled for an appointment with the physician. Additional information reported that the patient has kept the device off and it helps to reduce the pain with it off. The patient said the results from the device were not worth the discomfort it causes her fibromyalgia. The patient has an appointment to discuss next steps. It was further reported that the device was reprogrammed, but ultimately the device was explanted. There were no additional patient complications.